Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise, failure to capture, and high pacing impedance on the atrial lead. On (B)(6) 2022, diagnostic imaging was performed and no issues were noted. The physician elected to cap and replace the atrial lead that day. The patient condition was stable.